Event description:
New information received notes that the patient died of cardiac arrest. Physician stated that the patient was very sick and died of natural causes. Physician believes that the death was not related to the device.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.